Event description:
It was reported that there was a white foreign material found on the tray.

Manufacturer narrative:
The reported event was unconfirmed since the sample met specifications. Based on the evaluation of the physical sample as well as the photos provided by the customer, this complaint was unconfirmed. The nature of the white markings were inherent with the sealing process, whereby some of the glue from the tyvek lid was transferred to the readylink lid when the package was sealed. There was no introduction of foreign material nor was there any impact to the pewter tray or lid. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do not use if the package is damaged the bard® readylink¿ delivery system includes brachysource® seed implants preconnected with bard® sourcelink¿ connectors synthetic absorbable seeding spacer links in requested patient-specific order configurations. Sourcelink ¿ connectors are synthetic absorbable monofilament seeding spacers that are designed to be assembled with brachysource® seeds into trains of variable lengths and with seed-to-seed spacing as predetermined by the physician. They are composed of 70% l-lactide and 30% d,l-lactide copolymer. Sourcelink¿ connectors are approximately 0.9mm in diameter and come in various sizes to provide accurate spacing of seeds in 0.5cm center-tocenter increments. The readylink¿ delivery system is provided per customer and/or patient specific instructions. The sourcelink¿ connectors and seeds can be prepared in three distinct configurations: 1.) In standard spacing with 10 seeds and spacers connected in standard 1.0 cm seed to seed spacing; 2.) In variable spacing with 3, 4, or 5 seeds and spacers connected in standard 1.0 cm seed to seed spacing; and 3.) In prescription spacing with trains of seeds and spacers in connected trains no longer than 8.0 cm in length for each needle position on the treatment plan. In addition, the variable and standard spacing configurations allow for additional trains of seeds and sources pre-connected to customer defined configurations to allow for special loading patterns." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a white foreign material found on the tray.